Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were inspected. The ICD battery status was mos1. The data indicate a normal battery status. During the analysis of the available iegms noise was observed in the right ventricular channel, which led to the reported nst detections. Based on the information available for analysis, the root cause of the noise is not determinable. However, there is no indication of an ICD malfunction. For further investigation an analysis of the lead would be necessary. Should further relevant information become available, this case will be updated.

Event description:
After an implantation period of approximately 42 months it was reported that oversensing in the ventricular channel was observed. The lead is now inactive yet remains in the patient. The associated ICD was explanted. Should additional information be received, this file will be updated.